Manufacturer narrative:
Corrected fields: b5 describe event or problem, h6 device codes.

Event description:
It was reported that this lead was explanted due to it may have dislodged during the explant of another device. The lead exhibited oversensing. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to unknown reasons. A new lead was successfully implanted. No additional adverse patient effects were reported.